Event description:
It was reported in an journal paper of "journal of current research in scientific medicine" of article titled, "trucut biopsy in splenic lesions", that sometime later post percutaneous tru-cut biopsy of spleen procedure to determine the diagnostic accuracy and complication rate of percutaneous image guided tru-cut biopsy of the spleen, out of eighteen patients, there was one occurrence of subcapsular hemorrhage and one occurrence of pain requiring analgesia. It was further reported that no major complication were noted. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Wani my, choh n, rafiq s, gojwari ta, dar ma. Trucut biopsy in splenic lesions. Journal of current research in scientific medicine. 2020 jul 1;6(2):145-51. Doi:10.4103/jcrsm.jcrsm_27_20. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
H11: wani my, choh n, rafiq s, gojwari ta, dar ma. Trucut biopsy in splenic lesions. Journal of current research in scientific medicine. 2020 jul 1;6(2):145-51. Doi: 10.4103/jcrsm.jcrsm_27_20 manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an journal paper of "journal of current research in scientific medicine" of article titled, "trucut biopsy in splenic lesions", that sometime later post percutaneous tru-cut biopsy of spleen procedure to determine the diagnostic accuracy and complication rate of percutaneous image guided tru-cut biopsy of the spleen, out of eighteen patients, there was one occurrence of subcapsular hemorrhage and one occurrence of pain requiring analgesia. It was further reported that no major complication were noted. The current status of the patient is unknown.